Manufacturer narrative:
The ICD had been implanted for a period of 29 months. The device underwent a status interrogation, which confirmed the clinical observation that the device could not be interrogated. The next step was to open the ICD. This revealed a destroyed shock end level of the electronic module. The damage of the shock end level indicates shock delivery into an external low ohm shock path. This damage resulted in a consistently increased power level and thus, to the discharge of the battery, which was the cause for the inability to interrogate the device. Spark-over traces or short circuits, which could be associated to the clinical observation, could not be identified, neither inside the ICD nor in the connection system. The low ohm shock path was clearly the result of an external short circuit. We checked the manufacturing process of the ICD. The manufacturing documents showed no peculiarities that could be associated with the complaint. All production steps were correctly completed. The analysis of the ICD revealed the following: due to a shock delivery into an external low ohm shock path which destroyed the shock end level of the ICD, the battery was discharged, which is seen as the main reason for the clinical observation. This observation is consistent with the traces of spark-over on the lead and the result of the lead analysis. Neither the lead analysis nor the analysis of the ICD indicates any manufacturing or material defects.

Event description:
Ous MDR - after an implantation time of about 30 months, it was reported that the ICD could not longer be interrogated during a follow-up on (B)(6) 2012. In addition, the device had no longer sent any home monitoring data since (B)(6) 2012. About 2 weeks before that, the pt had been hit by a strong kick from a horse in the area of the ICD. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR.